Manufacturer narrative:
The gluc3 reagent lot number was 77896201 with an expiration date of 30-apr-2025. The astlp reagent lot number was 74318901 with an expiration date of 31-oct-2024. The chol2 reagent lot number was 78336101 with an expiration date of 30-nov-2024. The altlp reagent lot number was 74900501 with an expiration date of 30-nov-2024. The qc recovery was acceptable. The field service engineer (fse) found that the ultrasonic mixers needed replacement. He replaced the ultrasonic mixers. He then verified that the operation was working within specifications. The fse identified that the root cause of the event was due to the ultrasonic mixers (component failure) as they required replacement. The service actions (replacing the ultrasonic mixers) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with glucose hk gen.3 (gluc3) assay, astlp assay, cholesterol gen.2 (chol2) assay, and altlp assay on cobas 6000 ul c501 module. Gluc3: initial result: 100 mg/dl. Repeat result: 265.4 mg/dl. Astlp: initial result: 8 u/l. Repeat result: 27.1 u/l. Chol: initial result: 72 mg/dl. Repeat result: 233.1 mg/dl. Altlp: initial result: 10 u/l. Repeat result: 24.8 u/l. The low glucose result prompted the repeat of the sample. The repeat results were deemed to be correct.